Event description:
It was reported that the compressor was not starting, and it was showing low pressure. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the service order the field service engineer confirmed that the drainage valve did not work properly. The replacement of the drainage valve resolved the issue after which the compressor worked according to specifications. Our investigation conclusion is that the problem was related to the drainage valve. Since no goods was returned for investigation, the root cause cannot be determined.

Event description:
Manufacturer ref # (B)(4)